Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/ perforation (uterus)/coils embeded in the uterus\ migration\ perforation') in a 28-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva-ring from 2006 to 2007. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("lower pelvic area pain/pain from pain from migrated and perforated uterus") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) l 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraine/headache"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, nausea, dysmenorrhoea, dyspareunia, pelvic pain, back pain, fatigue, alopecia, migraine, female sexual dysfunction and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, the procedure was successful. Lot number:787226 manufacturing date:2010/09 expiration date:2013/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/ perforation (uterus)/coils embeded in the uterus\ migration\ perforation') in a 28-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, scoliosis, dysuria, menstrual cramps, hypothyroidism, endometrial thickening, menorrhagia, adenomyosis uteri and hyperkeratosis. Previously administered products included for an unreported indication: nuva-ring from 2006 to 2007, ibuprofen and tylenol. Concurrent conditions included ovarian cyst, genitourinary tract infection, pre-menopausal menorrhagia and uterine leiomyoma. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("lower pelvic area pain/pain from pain from migrated and perforated uterus") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraine/headache"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, nausea, dysmenorrhoea, dyspareunia, pelvic pain, back pain, fatigue, alopecia, migraine, female sexual dysfunction and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, the procedure was successful,occluded fallopian tubes. Lot number:787226 manufacturing date:2010/09 expiration date:2013/09. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records:dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received : reporter information, relevant history, device removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/ perforation (uterus)/coils embeded in the uterus\ migration\ perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva-ring from 2006 to 2007. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("lower pelvic area pain/pain from pain from migrated and perforated uterus") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraine/headache"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, nausea, dysmenorrhoea, dyspareunia, pelvic pain, back pain, fatigue, alopecia, migraine, female sexual dysfunction and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, the procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: abdominal pain, apareunia added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/ perforation (uterus)/coils embedded in the uterus\ migration\ perforation') in a 28-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva-ring from 2006 to 2007. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("lower pelvic area pain/pain from pain from migrated and perforated uterus") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraine/headache"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, nausea, dysmenorrhoea, dyspareunia, pelvic pain, back pain, fatigue, alopecia, migraine, female sexual dysfunction and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, the procedure was successful. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow up 4 &5 process together. Pfs received lot number was added. On (B)(6) 2019: follow up 4 &5 process together. Pfs received only patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/ perforation (uterus)/coils embedded in the uterus') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva-ring from 2006 to 2007. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("lower pelvic area pain/pain from pain from migrated and perforated uterus") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraine/headache"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, nausea, dysmenorrhoea, dyspareunia, pelvic pain, back pain, fatigue, alopecia and migraine outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, the procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The event injury nos was replaced with events from pfs: migration of essure device location of device: uterus/perforation (uterus)/embedded in uterus nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, perforation (uterus), hair loss, pelvic pain, lower back pain, migraine/headache. Patient's medical history was added. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.